Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, at first ablation, a 1.25mm rotalink plus was used; however, based on the image performed, the physician judged to use a different size. The 1.75mm rotalink plus was then used. After several ablations were performed, it was noted that there was a 10,000rpm drop of the speed with the advancer knob still working, however, when the physician attempted to remove the rotawire and 1.75mm burr, it was noted that both were stuck and had to be removed as a unit. The procedure was completed with another rotawire and the 1.25mm rotalink plus initially used. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, at first ablation, a 1.25mm rotalink plus was used; however, based on the image performed, the physician judged to use a different size. The 1.75mm rotalink plus was then used. After several ablations were performed, it was noted that there was a 10,000rpm drop of the speed with the advancer knob still working, however, when the physician attempted to remove the rotawire and 1.75mm burr, it was noted that both were stuck and had to be removed as a unit. The procedure was completed with another rotawire and the 1.25mm rotalink plus initially used. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received together with the returned rotawire in the device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The burr was soaked in hot water for a short time to loosen the saline. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.